Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill. A manual fill was performed successfully and therapy was continued. No pt injury was reported.